Manufacturer narrative:
Patient information was unavailable from the site.device lot number, or serial number, not available.device manufacturing date is dependent on lot number/serial number, therefore, unavailable.RMA issued. Replacement 5.5/6.0 driver shipped to site 06/04/2014. Suspect part has not been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, t-10-pelvic, a solera 5.5/6.0 cannulated driver was broken. After the second screw was placed, the driver broke when the screw was three-fourths of the way implanted. The surgeon utilized the navigated universal drill guide (udg) with a 3.0mm drill and under-tapped with a 6.5mm tap and 7.5mm screws. After the navigated driver was broken, the surgeon used a non-navigated driver to continue. All other instruments were navigated. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
As reported, the tip of the instrument has been broken off.

Manufacturer narrative:
(B)(4)